Event description:
The parents reported that the child experienced intermittencies followed by a loss of lock with his device. Testing performed by the center confirmed that the device was not functioning. Surgery to explant the device was scheduled.